Manufacturer narrative:
Event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants continued: 4076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was "double counting" according to the physician. It was also reported that multiple unsuccessful attempts were made to retract the rv lead helix and to reposition the lead. The lead was initially capped and about two weeks later removed. The lead was then replaced about a week later. No patient complications have been reported as a result of this event.